Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's ins was not helping with their back pain and only their leg pain. The patient stated that it had been this way since implant and reprogramming the ins could not resolve the issue. The patient was planning on having the ins replaced. The patient also noted that they thought that their tissue had 'grown into the leads.' When asked if the patient's hcp had found this, the patient relied that they had not and that it was just their own speculation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the patient had intermittent pain at the pocket site with and without stimulation. An x-ray was performed and nothing was noted. No trauma was noted to be related to this issue. The patient stated that in certain positions with and without stimulation there is pain in the pocket. The patient reported no weight change. Additional information received from the manufacturer representative on (B)(6) 2018, reported that the cause of the pain in the pocket was unknown. Additional information was reported from the consumer on (B)(6) 2018 that the patient would get severe pain underneath the implantable neurostimulator (ins) when they turned a certain way for the past 6 months. Due to this, the health care provider (hcp) would be replacing their current ins with a new ins within the next month or so. The leads were checked by the hcp and reported to be fine. The patient thought they were getting shocked but the hcp told them that it could be due to tissue growth under the ins that was causing the pain. The ins charge only held for 3 days for the past couple of months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the implant was replaced on (B)(6) 2019 due to reaching end of life.